Event description:
On jan. 30th, I received an email from medtronic about a pump error problem that required me to upgrade the pump software a second time to the 6.2 version. My pump had not been having the reported problems, but I did the upgrade as instructed because my pump is the version listed in their email. After the upgrade, I began having issues with operating in smartguard mode that I was not having before. Before the update, smartguard was functioning properly in delivering background basal and autocorrection doses and had gotten to the point of eliminating me suffering low levels. After the update, I noticed low values that are well below my set low limits of 70 and 75, all the way down to below 50. Just now, I woke up to another low alarm of 53. Looking at the hourly graph display, I see that despite being at a sensor glucose level of 53, there are magenta colored bars showing that the pump is still delivering background basal!!! Before the algorithm had finally learned my insulin needs and was functioning perfectly. Since doing the update, my levels have consistently been low, then high, then low again. The entire system is unstable! To try and correct my levels, but still use my instinct sensor, I exited smartguard mode to manual mode with suspend before low features active. The pump continuing to deliver background basal during a low blood glucose event is going to kill someone. The pump is not the problem, the update to version 6.62 u (27.11.6) software is when the problems began.